Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that every time they move with any little thing, they felt like a little sharp needle thing. Agent asked patient when they started feeling the shocking sensation and patient said since (B)(6) 2025. Patient stated they had been changing the levels and one of them they felt a little vibration and they were doing very well but all of a sudden, they changed it again to 1.0 and the pain was still there. Patient mentioned they went to the doctor on monday and they told patient they were starting with an infection so they were going to send patient some antibiotics. Patient wanted to know if they could turn the therapy on and if they should feel a painful stimulation. Reviewed therapy information and general programming guidance.  The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported urinary symptoms.